Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. It was additionally reported that a second device was explanted, model #2900, which is not a reportable device. No further retails were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.